Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon described that the clips continued to fail due to scissoring. Clips would not form properly. Case completed with pulling another device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.